Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed autofill failure. The pump displayed "autofill failure" even though they had not begun to pump. It was reported that the helium tank was full, there was no blood in the helium tubing, and there were no visible kinks in the catheter. Several attempts to autofill were made. Under fluoroscopy the iab was noted to be in the correct place. The iabp was then replaced and the "autofill message" continued. The decision was then made to remove the iab catheter and replace it with another. Once it was removed, it was reported that the iab catheter was able to pump without issue on "internal" mode. Upon placement of the replacement iab catheter the "autofill message" again continued with both iabps. An attempt was made to perform a manual fill but again, the "autofill message" continued. Then an attempt was made to exchange the sheath for a longer sheath which was also unsuccessful. The iab catheter was then removed and therapy was not provided. The patient was then transferred to ICU and was reported to be stable, awake, alert, and oriented. There was no adverse event was reported. This report is for the second iabp attempted to be used. The first iabp and both iab catheters are being reported separately.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10.